Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, an inferior vena cava filter was present at the level of l3 and l4. Duplex scan of inferior vena cava and iliac veins revealed that the inferior vena cava was patent with normal flow distal and proximal to the filter. The filter was not visualized due to overlying bowel gas. After six months, attempt was made to engage the hook of the inferior vena cava filter with a snare which was unsuccessful. In addition to above efforts snare device were also failed to grab the apex of the filter. The tip of the wire was then grasped with the snare and attempt was made to loosen the hook of the inferior vena cava filter from the wall of the vessel was also unsuccessful. During the attempt two of the left lateral legs of the inferior vena cava filter were directed superiorly. A venacavogram revealed the existing inferior vena cava filter to be in an infrarenal position with no thrombus, however apex of the filter appears tilted and abutting one of the inferior vena cava wall possibly suggesting wall endothelialization of the apex or legs. Despite multiple attempts with cone: snare and pigtail catheter failed. Fluoroscopic and digital imaging documenting multiple attempts of filter removal which were unsuccessful. After one week, again the patient was scheduled for filter removal. An inferior vena cavogram was performed and showed that the vena cava to be patent. No thrombus was demonstrated. The indwelling filter is markedly tilted with legs extending into the wall of the vena cava to the patient¿s left and the hook of the filter adherent to the right lateral wall of the vena cava. The patient experienced pain at the site where the inferior vena cava filter tilted and perforated the vena cava wall. Following initial repositioning of the filter, the filter hook was freed from the adjacent caval wall. The right internal jugular vein was punctured, and guidewire inserted. The upper portion of the filter was snared through the repositioned in the inferior vena cava. The hook of the filter was then snared with the snare wire. The filter was then retrieved within the guiding sheath and removed. The sheath was removed, and hemostasis obtained with compression. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava, material deformation and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 11/2014), g3, h6(device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with the legs perforating the wall of the vena cava. The device was removed percutaneously. The patient reportedly experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment, an unsuccessful retrieval attempt was made. Approximately eight months post filter deployment, venacavogram revealed filter is tilted with legs extending into the wall of the vena cava to the patient¿s left and the hook of the filter adherent to the right lateral wall of the vena cava. Patient experienced back pain at the site where the ivc filter tilted and perforated the vena cava wall. Subsequently, filter was retrieved successfully. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter tilt and perforation of the ivc. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with the legs perforating the wall of the vena cava. The device was removed percutaneously. The patient reportedly experienced pain; however,the current status of the patient is unknown.